Event description:
Initially a customer contacted baxter's technical service center regarding a system error (se) 2240 alarm (air in line alarm), which occurred on the home choice machine during peritoneal dialysis (pd) therapy. It was unknown for how long the device was in use before the issue was noted. The home patient (hp) stated the patient line came loose from his transfer set. Overall the call was complete as the technical service representative (tsr ) explained the alarm and assisted the hp to clear the alarm and advised the hp to contact his nurse. The tsr determined the homechoice met device specifications and was safe to leave in the customer's home. There was no patient injury or medical intervention, associated with this event. On (B)(6) 2012, the patient's wife left baxter a message stating he's in the hospital with peritonitis. She stated that she doesn't want to be called again as she can't answer any questions and that he'll probably be in the hospital for another week. No further information was provided. As the patient's wife declined further information, no further information was requested.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed; per the complaint information. The most likely cause of the se 2240 is due to air being sucked into the disposable because there was a loose connection between the patient line and transfer set. (The home patient (hp) stated the patient line came loose from his transfer set.) The root cause of the reported condition was not determined. Additionally, it was reported that the patient had peritonitis, however, the cause of peritonitis could not be confirmed.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed; per the complaint information the most likely cause of the se 2240 is due to air being sucked into the disposable because there was a loose connection between the patient line and supply bag. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The home patient (hp) stated the patient line came loose from his transfer set.